Manufacturer narrative:
(B) (4). (B) (4).

Event description:
IV therapy nurse reported an underinfusion of milrinone. States night nurse noted the infusion, 100 ml bag set at 14.4 ml/hr, lasted 2 hours longer than expected. Noted that extra silicone tubing was found hanging out of the top of the pump and upper fitment was not in place. No pt harm or medical intervention was reported. Biomed tested device and found all results within normal limits. Discussed with customer that set misload as described can result in underinfusion. Set loading tip sheet previously provided to facility. Discussed proper set loading and reinforcement with staff. Customer declined offer to evaluate and test device.